Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-05569, reference MFR report#1627487-2016-05566. It was reported the patient experienced ineffective stimulation after reprogramming. Reportedly, a lead revision was scheduled as the next course of action. Follow-up identified the leads were explanted and replaced with a new model on (B)(6) 2016. Effective stimulation was achieved postoperatively thus resolving the issue.